Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was left in a hot car and got overheated and also alarmed no delivery. The customer's blood glucose reading was 56 mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed no delivery during the excessive no delivery test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, displacement and rewind. Unable to perform the basic occlusion or occlusion tests due to the no delivery alarm. No unexpected failed battery test alarm or watchdog timeout alarm was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.